Manufacturer narrative:
Investigation summary: the complaint device was received and evaluated at the service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The reported complaint of could thus be confirmed. It was found that the keyboard resistance was out of range. The motor was corroded and the o-ring hub was missing. During repair activities, the electrical wire in the cable went out. The unit was upgraded to 1.25. The defective cable as well as the motor were replaced. The device was fully repaired. Further, a review into depuy synthes mitek complaints system revealed six dissimilar complaints for this serial number with the product code. This is a legacy fms device. The serial number indicates that the device is about seven years old. A review of lot/batch history for each legacy fms product complaint received is not recommended since legacy manufacturer no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the biomed that during an arthroscopy the shaver turned into default mode. No further information provided. Another shaver was used to complete the case. No patient consequences.